Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a pancreatic procedure, the jaws broke on the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.